Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, episodes of non-sustained right ventricular oversensing were noted on (B)(6) 2018- (B)(6) 2018. It was suspected that the oversensing was due to right ventricular lead noise. The patient was stable and will continue to be monitored.